Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The sample is for tcs 1900075853 & 1900075854. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that no clip was in the first position in the channel. Functional inspection was performed by engaging the trigger using hand pressure. Upon engagement of the trigger, the first clip was unable to load properly. The pusher head broke off the feeder and fell out of the device when the first clip was fired. The sample was disassembled to inspect the internal components. Upon disassembly, it was noticed that the outer tube was bent at the proximal end. Additionally, the clips were found to be slightly out of position in the channel. A tab on the channel was bent and the top jaw was also found to be bent. The sample was returned with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. It appears that the outer tube being bent caused a clip stack to occur which resulted in further damage to the device. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "loading issues" was confirmed based upon the sample received. The sample was returned with the outer tube bent. Upon functional testing, the first clip was unable to load properly. The bent tube caused clip stacking to occur and multiple damages to the device. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that during a cholecystectomy there were 2 incidents with the same applier:1)it was impossible to load the clip 2)when the staff managed to load the clip, the clip jammed in the applier and could not be fired. Clinical consequences: not reported at logging.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73f1900475 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a cholecystectomy there were 2 incidents with the same applier:1)it was impossible to load the clip 2)when the staff managed to load the clip, the clip jammed in the applier and could not be fired. Clinical consequences: not reported at logging.